Manufacturer narrative:
The driver was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft, motor assembly, and bearings, which were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the driver was running on its own prior to the start of a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.